Event description:
A surgeon reported that five years following intraocular lens (iol) implant surgery, a pt is experiencing decreased visual acuity with a myopic shift. The surgeon reported that a slit lamp eval revealed what appeared to be opacified viscoelastic behind the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).